Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, d11, g4, g7, h1, h2, h3, h6, and h10. Corrected: a2 the reported event was confirmed as product was returned and visual inspection of the bearing shows excessive wear (gouges, nicks, scratches) leading to a small chunk from the bearing lip to come off. Further evaluation identified that there might have been some loading issue that might have contributed to wear. Primary operative notes do not suggest any intra operative complications. Revision operative note states that patient was revised due to instability without any complications. Office visit note states that patient reports subluxation laterally that corrects itself with extension. X-rays provided show there is anatomic alignment of the right knee arthroplasty components. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial knee procedure and subsequently the patient was revised due to pain and instability approximately eight (8) years post primary implantation. The patient had a history right knee pain and instability for the past one to two months prior to the revision. There is no additional information at this time.